Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Visual evaluation noted received one (1) used 2-way catheter with cut portion of inlet tubing and syringe (without original packaging). Visual inspection noted a burr found on the funnel. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution rested with no leaks noted. The balloon deflated passively in under one (1) minute with no leaks or cuffing noted. Also received 2 photo samples. First photo sample shows top view of 2-way catheter with arrow pointing to burr on inflation funnel. Second photo sample zooms in burr present on inflation valve. As balloon was inflated and deflated properly therefore product meets specifications. The DHR and labelling reviews are not required as the reported event is unconfirmed. Correction: d, e, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water was unable to be injected into the foley catheter during a pretest. Per follow-up information received from ibc on 31aug2023, clarified that the issue was water could not be injected due to water leak caused by the crack in the funnel during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water was unable to be injected into the foley catheter during a pretest.